Event description:
Customer informed that she had used lifestyles skyn condoms and had an irritation reaction. She said that she also used replens vaginal moisturizer with the condom. Customer is currently taking an anti fungal prescription drug.

Manufacturer narrative:
Exemption number (B)(4) - ansell healthcare products, llc is submitting this report on behalf of suretex ltd.